Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. Per the complaint, approximately five years post-total knee arthroplasty this patient underwent a revision due to an unspecified infection. The clinical/medical investigation concluded that, as of the date of this investigation, patient-specific clinical documentation has not been provided and, therefore, the definitive clinical root cause for the reported infection cannot be concluded. According to the report, a journey ii insert xlpe dd rt sz 5-6 12mm was explanted and exchanged with another of the exact same characteristics. The patient impact beyond the reported unspecified infection, the subsequent revision and the expected transient post-operative recovery period cannot be determined as the patient¿s current health status is unknown. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection, late wound sepsis has been identified in possible adverse effects section. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H11- corrected data, b2- outcomes attributed to adverse event.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka performed on (B)(6) 2018, the patient had a revision performed on them on (B)(6) 2023 due to an infection. A journey ii insert xlpe dd rt sz 5-6 12mm was explanted and exchanged with another of the exact same characteristics. The patient's current health status is unknown.